Event description:
Per medwatch report, this pump was involved in an alleged "medication error in setting the pump for therapy. The pt rec'd 100 mg of demerol instead of 10 mg per 6 minute intervals. As a result the pt was put on frequent vital signs and pulse oximetry. Pt experienced some mild hallucinations. No respiratory distress. User error."

Manufacturer narrative:
Section f completed by baxter. The reporting party concluded that this report was related to user error. Baxter did not receive the pump for testing. No additional info has been provided.